Event description:
It has initially been reported that the universal oscillating saw attachment did not function properly. After device eval, it has been confirmed that five pins were broken. No pt harm or injury has been reported. A surgery delay of 110 minutes has been reported.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that five pins were broken. The device was not repairable, it has not been replaced and not returned to the customer.